Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Product was provided for evaluation but was unable to be investigated due to compromised components of returned product . Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.